Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that after impella 5.5 was placed and the patient was taken to intensive care unit, the impella had sensor drift and erratic placement signal waveforms but motor current was stable. Impella placement was confirmed. Daily echoes are being conducted to confirm placement due to the placement signal unreliable alarms. The patient is still on impella support waiting on a heart transplant.